Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): acceleration of diffusion: pump ended one hour before the schedule end. Treatment: alfalastin - 17 g = 510ml in 2 diffusers.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(4) to bbm in (B)(4) for investigation. A f/u report will be provided when the inspection results become available. (B)(4).